Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the shuntassistant® has a blockage and the progav® 2.0 valve is permeable. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav® 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The shuntass/stant® has a blockage and the progav® 2.0 valve is permeable. The progav® 2.0 is adjustable to all specified pressures, the brake is fully functional and the braking force is within given tolerances. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported to miethke that a progav 2.0 with shuntassistant 25 (part # fx414t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. Further details were not provided.